Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak under water testing was performed and a leak was observed at the male luer lock connector. The reported condition was verified. The cause of the condition was supplier manufactured related. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The event was further described as "the plate where it was twisted together was leaking, and not the tubing itself." The patient was connected at the time of the event. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.